Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number: 2017865-2025-27751. It was reported the patient presented to the hospital experiencing weakness and fever. The patient reported positive for staphylococcus aureus. An echocardiogram was performed, vegetation noted on both, right atrial (ra) and right ventricular (rv) leads. Due to the infection, the physician explanted the patient¿s entire pacemaker system, including a right atrial (ra) lead right ventricular (rv) lead. The cause of the infection was unknown. The patient remained stable condition after the procedure.